Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n141210, implanted: (B)(6) 2008, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 355029, lot# n091751, implanted: (B)(6) 2008, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
The manufacturer representative via the health care provider (hcp) reported that the patient's battery had reached end of service (eos) and the leads were revised. The patient was unable to charge so the device was interrogated. After performing a physician mode recharge (pmr) the end of service (eos) message was displayed and the patient was not getting coverage in their left foot. The manufacturer representative was able to check impedances, all were okay, however, they were unable to program the stimulator. Imaging was taken and x-rays did not show any obvious issues. The plan was to see if better coverage could be achieved and if so then the implantable neurostimulator (ins) would be replaced and if not the system would be explanted. The patient was taken to the or and the right most lead was moved down and the patient was feeling tingling in their left foot which better covered their foot pain that what it previously had so they proceeded with the battery replacement. The indication for use was for peripheral neuropathy.